Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular lead was not capturing. Programming changes were made to resolve the issue. Patient was stable throughout event.

Manufacturer narrative:
Describe event or problem should have stated failure to capture instead of high capture thresholds. Event problem and evaluation codes: should have been 1081.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular lead had high capture thresholds. Programming changes were made to resolve the issue. Patient was stable throughout event.